Event description:
Essure device was inserted into place. Physician pulled back on un-deployed device and lost visualization. Device broke leaving pieces in patient. Physician retrieved broken pieces without incident. Essure representative present in operating room directing physician on proper use of device throughout case. This incident was due to improper use of device.